Event description:
It was reported to philips the device shutdown/restarted during a stable elective synchronized cardioversion procedure. The device was in use on a patient and there was no adverse event to patient or user. The clinician continued to use the device to treat the patient and a shock was delivered.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips repair bench technician evaluated the device and was unable to reproduce the issue. No ECG monitoring strips or case event files were provided to philips for review. A philips product support engineer (pse) reviewed the provided hardware and software logs. There was no pertinent information in the hardware log and the software log showed the device rebooted successfully during clinical use on 16jun2022 and again on 22jun2022. No parts were replaced. The device passed all performance assurance tests and will be returned to the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.